Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning that occurred in drain 3 of 4. The patient was connected during incident. Treatment was stopped and fluid was discovered when removing the cassette during treatment complete. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from cassette into the cassette door. In a follow up, the patient confirmed that the reported fluid leak occurred on (B)(6) 2026 and there was only one event. Stated that there was no patient serious injury or medical intervention required as a result of this event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment the night of event, the patient did a manual drain and went back to bed. The patient put a fan in front of the cycler to allow it to dry out before the next night¿s treatment. Confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.